Event description:
During the procedure, a communication issue occurred which caused a procedure delay. At the beginning of an ep study using the claris and ensite systems, coronary sinus signals could not be obtained, only ECG were visible. The cs catheter was connected to the cable, all connections between the claris, recordconnect, and ensite were checked and found to function as intended, still there were no cs signals. It was verified that the coronary sinus channels were connected to the claris pinbox and were the same that were used on that setup/protocol. The recordconnect was replaced with one from another hospital which caused a 30 minute delay in the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
One record-connect signal conditioning unit was received for evaluation. Visual inspection revealed the scu output connectors, and scu input ports were free of physical damage. The cable wire insulation was intact with no nicks or cuts. The ric was evaluated by using ric to ensite test station and subsequent functional test, which was not successful. Channels 57-64 were not seen correctly which duplicated the reported symptom. Using quick set-up it was observed that 8 of the channels were not reading as expected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the cause of the reported event was due to the recordconnect.